Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking between the female luer of an IV set and a non-carefusion/bd connector during an unspecified infusion. Although requested additional information is not available; there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection between the female luer of a set and a non-bd connector was confirmed. Visual inspection revealed a very thin hairline fracture on the female luer. Functional testing resulted in no leaking. Pressure testing resulted in leaking only when connected to the microclave. Despite the hairline fracture, no leaks were observed when only bd mating components were used. This indicates that there may be a slight incompatibility issue when the ICU microclave is used as mating component. Dimensional testing was performed and all the luers measured within specification. The root cause of the leak could not be definitively determined.